Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. -patient's daughter expressed that patient had been deceased for a year. -patient's daughter requested that family not be contacted. -no other information available (lack of information).

Event description:
Daughter of v-go patient expressed during a call with valeritas call center (vcc) , that the patient has been deceased for a year. While trying to get more information on which vgo and insulin patient was on, call disconnected. Lot number and expiration date from insulin and product was not able to be obtained from daughter. Vcc attempted to speak with daughter to ask for further information, she asked that we not call again and disconnected the call. No evidence of adverse event.